Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate event date.

Event description:
It was reported that stent thrombosis occurred. A synergy xd was selected for treatment of the target lesion. After successful implantation of the stent, stent thrombosis was noticed while the patient was still present in the hospital.

Manufacturer narrative:
B3 date of event: (B)(6) 2026, used as approximate event date. The device was not returned for analysis. Although it is noted, per the products IFU, that the event of stent thrombosis / vessel occlusion is listed as a known adverse event associated with device use, based off the very limited complaint information and the fact that there is no batch number of device recorded for this complaint event, the cause of the thrombosis cannot be established. This product investigation is assigned the most probable cause classification of cause not established.

Event description:
It was reported that stent thrombosis occurred. A synergy xd was selected for treatment of the target lesion. After successful implantation of the stent, stent thrombosis was noticed while the patient was still present in the hospital.